Event description:
Philips received a complaint from the hospital mechanical engineer (me) on the v60 ventilator indicating that the device was getting an error code 1104 backup alarm failed alarm failure. The unit kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. There was no medical intervention provided to the patient. There was no delay to therapy noted. The sales representative evaluated the device, and the reported issue was not duplicated by a check performed. The sales rep replaced the unit with another v60 device. Since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu printed circuit board assembly (pcba) board was replaced as recurrence preventive measures. The device passed the required performance verification tests per philips standards and was returned to service.